Event description:
Patient reported "left side capsular contracture (baker grade unknown). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on radius and creases fold. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Capsular contracture confirmed as baker grade IV. The device has been explanted and replaced.